Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The esheath was not returned to edwards lifesciences for evaluation. Without the device visual inspection, functional testing and dimensional analysis could not be performed. No photographs of the device or relevant case imagery was provided. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other complaints for the appropriate trend category. Complaint history review revealed the control limits for the complaint trend category were not exceeded for the complaint initiation month. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was not able to be confirmed since the device was not returned and no photographs or case imagery was provided for review. The presence of a manufacturing non-conformance was unable to be determined. The report states the ¿true balloon burst upon inflation¿. It is possible that the balloon burst resulted in a distorted balloon profile and got caught on the sheath tip during retrieval. Use of force to try and retrieve the caught delivery system into the sheath tip may have resulted in delamination of the liner. Although the exact cause of the sheath liner delamination could not be determined, available information suggests the difficulties encountered during the removal of the burst true balloon catheter may have contributed to the sheath liner delamination and the subsequent vascular injury and stent graft placement. No manufacturing non-conformances that would have contributed to the reported events were identified. A definitive root cause was unable to be determined. Available information suggests procedural factors (retrieval of non-edwards device with burst balloon) may have contributed to the reported events. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a patient with a 21mm carpentier paramount surgical valve underwent a valve-in-valve procedure in the aortic position. The 23mm sapien 3 was deployed well without issues. A true balloon was used to post dilate the sapien 3 and fracture the pre-existing surgical valve. Upon inflation, the true balloon burst. The balloon was attempted to be removed and was caught at the esheath tip. Additional force was used and the true balloon then became stuck within the sheath. Both devices were removed together as a unit. Visual inspection of the esheath showed the liner was delaminated. Dsa then demonstrated that the r-common iliac dissected and occluded the rfa. The 6f sheath was upsized to 9f and an 8 x 60mm stent graft was deployed. A 10 x 60mm stent graft was deployed in the proximal margin, and both stents were post dilated with a 10 x 40mm balloon to 12 atm x3. An 8 x 40mm was inflated in the rfa at 8 atm for 5 min x2. A persistent arterial leak was noted in the rfa. Manual compression was held, and the patient was transported to the or for femoral artery repair. The patient recovered and was discharged home on postoperative (pod) 15.